Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited low impedance and also had several inappropriate auto mode switch episodes due to noise. No device intervention was performed. No patient symptoms were reported and the patient will continue to be monitored.